Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿replace sensor¿ error message on her adc freestyle libre sensor after a day of application. The customer self-treated based on how she felt and consequently experienced unspecified symptoms of hypoglycemia and her husband administered an injection of glucagon as treatment. The customer further reported being diagnosed with hyperglycemia however, no additional treatment was rendered for the diagnosis. There was no report of death or permanent impairment associated with this event.